Event description:
Reported via clinical study. It was reported that perforation and death occurred. A left atrial appendage (laa) closure procedure was performed in a canine as part of a preclinical study. A 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted. A gross necropsy observations showed pericardial adhesions present on superior aspect of the laa. An anchor was seen perforating the wall on the laa (adhesions not associated with perforation). No major concerning findings related to cardiac function or overall animal health were reported during the in-life period of the study for this animal. Pathology confirmed an anchor was seen perforating the wall on the laa.

Manufacturer narrative:
B2 outcomes attrib to adv event: updated with additional information received. B5 describe event or problem: updated with additional information received. H1 type of reportable event: updated with additional information received. H6: impact code corrected from f02 death to f26 no health consequences or impact.

Event description:
Reported via clinical study. It was reported that perforation and death occurred. A left atrial appendage (laa) closure procedure was performed in a canine as part of a preclinical study. A 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The closure device was successfully implanted. A gross necropsy observations showed pericardial adhesions present on superior aspect of the laa. An anchor was seen perforating the wall on the laa (adhesions not associated with perforation). No major concerning findings related to cardiac function or overall animal health were reported during the in-life period of the study for this animal. Pathology confirmed an anchor was seen perforating the wall on the laa. It was further reported that the animals showed no adverse clinical signs and were euthanized as planned per protocol.